Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to log in and received the error 'unable to authenticate.' A technical support specialist (tss) accessed the server and found the pes webpage displaying: 'an error occurred while processing your request.' Iis was restarted, but the issue persisted with no major errors in the event viewer. The tss confirmed a database connection failure and, after customer approval, rebooted the application server. The tss restarted the sql service and successfully restored database connectivity and pes webpage access. Active directory services were also restarted on the application server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple users were unable to login. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported based on this event.